Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the insulin pump alarmed battery out limit and low battery. The insulin pump completely shut off and they could not get it back on again. The customer inserted 4 new batteries and the insulin pump did not turn on anymore. Customer's blood glucose level was 378 mg/dl. The top of the cap was stripped. The call was disconnected. The device was not returned.